Event description:
During product evaluation, the pump's batteries were found to be depleted. It is unknown when this occurred. The customer stated that there have been no pt incidents involving this pump since the last service event. No additional information is available.